Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date - (B)(6) 2011, inratio - 4.0, lab - 2.7. Time between testing of initial result and lab: 2 minutes. Customer went home and tested on their inratio meter a second time (10-15 minutes later) = 4.1. Pt self tester's medication was withheld for (B)(6) 2011.

Manufacturer narrative:
Investigation pending.